Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that leakage occurred from the trocar cannula during surgery. The surgery was performed and completed after replacing the product with another one. There was no patient harm reported. A product sample has been requested, however, it has not been received for evaluation at the manufacturing site.

Manufacturer narrative:
Twenty-seven unopened samples were received, for a count of 26 trocars, for the report of leaking trocar. The returned samples were visually inspected and one sample was found conforming and 26 samples were found non-conforming. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Due to an observed increased trend for this defect mode, a manufacturing root cause investigation was initiated to investigate the increased trend and identify corrective and preventive actions. The root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection. This complaint reported lot includes affected manufacturing lots. The post assembly inspection has been discontinue. A non-safety medical device correction and a manufacturing change implemented to address the root cause. All potentially impacted customers have been contacted, trocar plugs made available and other risk mitigations discussed. (B)(4).